Event description:
The customer called to report that she had a low blood glucose episode due to the glucometer not giving the correct readings. The customer wanted to make sure that the insulin pump was moving correctly. The displacement test was performed, and the insulin pump passed the test. The customer then stated that she was treated by the paramedics today due to low blood glucose. No blood glucose reading was reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.